Event description:
It was reported during remote follow up that the atrial lead exhibited oversensing. This oversensing was discovered to be caused by myopotentials that resulted in both noise reversions and inappropriate mode switches. The lead remained implanted and will continue to be monitored. The patient was stable and asymptomatic.